Event description:
Ecolab healthcare, medical device, became aware of the incident reported by a staff from intuitive surgical inc. On (B)(6) 2014. The reported concerned a flash of cannula seals falling into a pt's abdomen. The intended use of the cannula seal is to provide a seal between the cannula housing and the obturator used during a surgical procedure. The following statement is a complaint from the hospital about the incident and was reported to intuitive company. The incident involved the hospital staff finding a piece of flash from the cannula seal, part # (B)(4), had fallen into the pt's abdomen but that no harm to the pt was reported.

Manufacturer narrative:
The root cause of this issue is worn out tools from the supplier, parker. Parker is a material supplier for ecolab. Parker has received a scar from ecolab for corrective action. The following are list actions required to implement: refurbish tools; quarantine and re-inspect the parts in fg and wip; re-train the operators and issue quality alerts; institute a poka yoke method to assure only acceptable parts can be shipped.